Event description:
Per the clinic, the patient experienced a sudden deterioration of performance with the implanted device. Reprogramming attempts were made; however, the issue could not be resolved. Open circuit was detected during impedance and auto nrt test and the patient experience pain with the use of sound processor. Subsequently, the device was explanted on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery.